Manufacturer narrative:
UDI = (B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measure and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found a hypotube break at 530 mm distal from the distal edge of the strain relief. Multiple hypotube kinks were also noted during device examination. As part of analysis a review of the manufacturing data was performed. During the manufacturing process the returned device was checked for leaks at the vacuum decay test work-step and no anomalies were noted. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 15feb2018. It was reported that the shaft broke in a portion that could not enter the patient's body. The target lesion was located in a coronary vessel. When a 4.00 x 20mm synergy ii stent was inserted into the guide catheter, it was noted that the shaft broke in half at the hub. The device was completely removed and the procedure was completed with a 4.0 x16 synergy stent. No patient complications were reported. However, returned device analysis revealed hypotube broken.